Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. A 73-year-old male with amics supported with impella cp developed hematomas near the tr band and later at the femoral impella access site after returning to the cvicu post-pci. The patient was on cangrelor and became agitated, contributing to the hematoma formation. A CT scan showed minimal retroperitoneal bleeding. On day 4, urine color change raised concern for hemolysis, but the physician determined it was due to a traumatic foley insertion, not the device. Manual pressure was applied to both hematoma sites, CT imaging was performed, rbcs were given, and anticoagulation was held. Pump position was verified when hemolysis was suspected. The patient was later escalated to impella 5.5 for continued support. Hematomas were minimal and stabilized. Hematuria was deemed non-device-related. The patient improved clinically, tolerated escalation to impella 5.5 without issue, and the device was subsequently removed without complications.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D3 manufacturer fax was added as it was omitted from the initial report that was submitted. D4 primary UDI number was added as it was omitted from the initial report that was submitted. E1 added zip code and zip code extension as they were omitted from the initial report that was submitted. H4 added device manufacture date as it was omitted from the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product or data logs returned. Mechanical interaction with blood (hemolysis): clinical details mentioned hemolysis suspected due to urine color changes. The root cause of the suspected hemolysis was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation. Access site adverse event (hematoma): clinical details mentioned a hematoma was observed at the access site on 21 nov 2025. The root cause of the injury was not determined due to insufficient clinical details and because the hematoma resolved on its own. Hematuria: clinical details mentioned urine color changes, with possible relation to traumatic foley insertion per the physician. The root cause of the injury was not determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
Corrected information has been provided in a4(weight of the patient; weight unit). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the suspected hemolysis was not determined due to lack of sufficient clinical details and unreturned product and logs for further investigation. The root cause of the injury was not determined due to insufficient clinical details and because the hematoma resolved on its own. The root cause of the injury was not determined due to insufficient clinical details.